Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg stat assay on a cobas e 411 analyzer (rack system). Patient 1: on (B)(6) 2023, the sample initially resulted in an hcg stat value of 9536 miu/ml, accompanied by a data flag. On (B)(6) 2023, the sample was repeated in a different laboratory using the abbott architect method (bhcg quantitative) resulting in a value of 17657.47 miu/ml, accompanied by a data flag. On (B)(6) 2023, the sample was again repeated using the abbott architect method (bhcg quantitative) resulting in a value of 18659.95 miu/ml, accompanied by a data flag. This result was deemed correct. Patient 2: on (B)(6) 2023, the sample initially resulted in an hcg stat value of 62357 miu/ml, accompanied by a data flag. On (B)(6) 2023, the sample was repeated in a different laboratory using the abbott architect method (bhcg quantitative) resulting in a value of 96139.89 miu/ml, accompanied by a data flag. This result was deemed correct. No questionable results were reported outside of the laboratory. The hcg stat reagent lot was 628293 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The calibration and quality control results were within specified ranges. The sample was centrifuged for 5 minutes at 4500 rpm, which was determined to be too short. Upon review of the alarm trace several sample quality-related alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytical sample handling.